Event description:
New information received notes externalized conductors were observed via x-ray.

Event description:
It was reported that the patient came in the clinic after receiving an alert for noise. Noise was observed in stored egm. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 10.5cm to 11.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe insulation of the ring electrode conductors was normal.